Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The customer sent an actual sample for an evaluation. A bag was connected to the vialmate. The bag port was removed and the port adaptor was returned to the correct position. A solution bag was docked to the unit and the sample functioned properly with no defect. The reported condition was not confirmed, and the cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter product surveillance of a vialmate reconstitution device in which the device would not activate and the port of the bag was torn off when attempting to take the vial-mate off the bag; the vial mate tore the port off, since the vial mate is not intended to be taken off the bag. This condition occurred during an attempt to reconstitute the medication. An aviva bag with saline was being used with a .5 gram azithromycin vial. There was no patient involved or medical intervention necessary. No additional information is available.